Event description:
Customer reported the system did not display an image while technique was going up to maximum. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and image intensifier power supply. System operates as intended.